Manufacturer narrative:
The referenced recurrent percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2016-02222. (B)(4). Approximate age of device - 1 year, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient had a recurrent percutaneous lead (driveline infection). The patient was admitted on (B)(6) 2018 due to a driveline infection. A culture taken was (B)(6) for (B)(6). The patient underwent incision and drainage of the driveline site. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.